Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's stimulation was turning off. A few times when the patient experienced pain and the device was checked, the patient programmer was showing that the implantable neurostimulator (ins) had turned off. The reporter indicated that the patient didn't know how to use the patient programmer and doubted that the patient was using it and turning off the ins. It was stated that the patient wanted to know how to get the ins from turning off. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).